Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced extensive glistening, early intraocular lens opacification. There are two medical device reports associated with this file. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
This report originally filed as 1119421-2025-01026 from mfg site huntington a product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).